Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellevue x3 indicating a speaker malfunction. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse confirmed the customer's alleged malfunction. The sound quality was not good, with some noise. The customer was provided a replacement speaker to resolve the issue. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time. Based on updated information gathered from the case, this complaint is deemed not a reportable event with philips. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.